Event description:
In 2008, a clinical incident involving a super turbovac with integrated cable arthrowand was reported to arthrocare corporation. One day following a shoulder arthroscopy procedure, it was reported the patient sustained a burn (severity not known) on patient's arm and elbow. Awaiting further info regarding patient status and treatment. It was also reported the suction line of the device was not attached to hospital vacuum equipment.

Manufacturer narrative:
The device was not returned to the MFR, therefore, a complete investigation cannot be performed. Awaiting to confirm availability of device for investigation.